Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source. There was no reported impact to the customer's blood glucose level. The customer reported in a follow up call on (B)(6) 2016 that the power source alert cleared.